Event description:
It was reported via repair work order that the fowler was drifting due to malfunctioned fowler clutch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.